Event description:
It was reported that there was a crack in a bd plastipak¿ syringe that caused leakage. No patient impact reported. The following information was provided by the initial reporter: the nurse drew up propofol and the fluid leaked out in the process. The leakage occurred during preparation (drawing up of propofol) and the tear was not visible to the eye, the tear was only noticed when the drug came out. There were no consequences for the patient.

Manufacturer narrative:
The following fields have been updated with additional information: lot number was not reported; however, potential lot numbers were provided. The information for the numbers is as follows: d4. Medical device lot #: 2010065. D4. Medical device expiration date: 30-sep-2025. H4. Device manufacture date: 16-oct-2020. D4. Medical device lot #: 2002231. D4. Medical device expiration date: 31-jan-2025. H4. Device manufacture date: 14-feb-2020. D9: device available for eval: yes. D9: returned to manufacturer on: 23-may-2022. H3. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a crack in a bd plastipak¿ syringe that caused leakage. No patient impact reported. The following information was provided by the initial reporter: the nurse drew up propofol and the fluid leaked out in the process. The leakage occurred during preparation (drawing up of propofol) and the tear was not visible to the eye, the tear was only noticed when the drug came out. There were no consequences for the patient.

Manufacturer narrative:
H.6. Investigation: one sample was provided to our quality team for investigation. Through visual inspection, damage in the barrel was observed, the damage causing the leak that was reported. A device history review was performed for suspected lots 2010065 and 2002231, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue, based on the damage observed it was determined this likely occurred during the assembly process. CAPA#4321210 was initiated to further address this issue.

Event description:
It was reported that there was a crack in a bd plastipak¿ syringe that caused leakage. No patient impact reported. The following information was provided by the initial reporter: the nurse drew up propofol and the fluid leaked out in the process. The leakage occurred during preparation (drawing up of propofol) and the tear was not visible to the eye, the tear was only noticed when the drug came out. There were no consequences for the patient.